Event description:
It was reported that during a meniscus surgery, when t1 entered in the joint cavity it got stuck and could not advanced, then it was trying again to t1 fix the meniscus when push the knot, t was separated from the suture. No patient injuries or significant delay was reported. Back-up device was available to complete the surgery. The failure device was removed from the patient's anatomy.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. Trigger has been fully advanced indicating a complete deployment. No ts were returned for examination. Approximately 12.5 inches of suture was returned which has been cut cleanly. The suture appears to have been cut prematurely prior to achieving the desired tension. This investigation could not identify any evidence of product contribution to the reported complaint.